Event description:
It was reported that event when the device was full charged she could turn it on and it would be on for 5-10 minutes and all of a sudden it cut off by itself without the patient touching anything. It would be off for 3 or 4 minutes and then it would come back on and it just kept doing that. The patient reported in (B)(6) 2015 the patient charged the device completely and went for a walk and it was working just fine. Then all of a sudden within 5 minutes it shut itself off. The patient had not been able to use it since (B)(6) but they did keep it charged.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger. (B)(4).